Manufacturer narrative:
User reported treatment heads are overheating during treatment. When testing the head on themselves, they received a burn blister. The device has not been returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
User reported treatment heads are overheating during treatment. When testing the head on themselves, they received a burn blister.